Manufacturer narrative:
(B)(4). One j tube return sample was received at abbvie for examination. The j tube was visually inspected. The returned j tube was reviewed, and no non conformances or deviations were identified. The reported complaint condition was unable to be verified. Bezoar is a known complication of j tube placement.

Manufacturer narrative:
Reference record (B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event is expected to be returned. A follow up medwatch will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2016, the patient in (B)(6) was started on duopa therapy. On unknown date, the patient underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2017, report indicated that the jejunal (j) tube came out about 4cm. On (B)(6) 2017, the peg tube had been pulled inside more than usual. On (B)(6) 2017, patient woke up experiencing intense abdominal pain. An endoscopy was performed which showed bezoar. Report indicated that there was a small ulcerative crypt at the pyloric orifice related to the movement and contact of the j tube. A new j tube will be placed. Patient was started on raberprazole 20mg once a day and was on pantoprazole 40mg daily.